Event description:
A pt reports having lasik surgery on the left eye approx 3 months following cataract extraction surgery and iol implants. Pt records provided indicate the initial lasik procedure and a subsequent enhancement were performed to address astigmatism in the left eye. Three months post-enhancement, the pt exhibits a one line decrease in bcva.

Manufacturer narrative:
Investigation including root cause analysis is in progress. This report mailed in to FDA on: 03/13/2008.